Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a scheduled lead revision due to episodes of intermittent oversensing that had resulted in pacing inhibition, bradycardia and low r-wave measurements. The procedure took place without adverse event and the lead was capped and replaced and the device was replaced as well. The patient was stable before, during, and after the procedure. Furthermore, the review of one of the three non-sustained rv oversensing episodes showed that the oversensing and low r-wave measurements appeared to be caused by myopotential oversensing rather than any lead issue.